Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer, reporting on self from the united states. The medical history of the consumer included allergy to pollen, peanut, butter, soy, corn, rice, nickel, neomycin, and neosporin. The concomitant medications were not reported. On (B)(6) 2010, the consumer started using ob procomfort regular, one at a time, used seven over three days, vaginally, for menstruation (lot number and expiration date unspecified). After two days, she stated that the cotton from the tampon stuck in the body. She removed the piece of device. She did not use the device further. This report was assessed as non-serious event. The company causality was assessed possible. No sample was received and no lot number was provided. Without a lot number, the device history record cannot be reviewed and the retain sample cannot be inspected. The data have been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report is considered a reportable malfunction case in the united states.